Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device failed preventative maintenance (pm). The temperature is not regulating. No over temperature alarm" was able to be replicated through pump power on test with water and a consumable attached. The probable cause of the reported issue was damaged printed circuit board (pcb) and motor damaged. Replaced the pcb and motor to correct the issue. Visual inspection found enclosure damaged, front cover damaged, power cord damaged, reflux plug damaged, pole clamp damaged, remove disposable label missing, reservoir plug missing, drain hose cap missing, serial number label damaged. Replaced enclosure, front cover, power cord, reflux plug, pole clamp, remove disposable label, reservoir plug, drain hose cap, serial number label. When performing the electrical test, the unit would fail the grounding test. Replaced heater and calibrated the unit. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventative maintenance (pm). Temperature is not regulating. No over temperature alarm. Status of the product at time of event was during self-test. There was no patient involvement.